Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the keypad cover was torn over the ok button. All of the keypad buttons were responsive when tested. The keypad cover was removed to check the condition of all key contacts. Contamination was observed under all key contacts. Unrelated to the initial complaint, the display screen was observed to be dim pink in color. The display was replaced with a test display, and the contrast returned to normal. Further pump investigation was prohibited as the ir device was observed to be defected. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the down arrow button was intermittently unresponsive. The reporter stated the rubber over the ok button had a tear in it and that the down arrow button was intermittently unresponsive. The reporter stated that it was believed the damage occurred before the tactile changes. There was no recent trauma or evidence of moisture in pump reported. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.